Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer's blood glucose level. Customer support planned to send a replacement tandem cable and wall adapter. In the meantime, the customer was instructed to rely on the current pump if the battery depleted before receiving the new charging supplies.